Event description:
It was reported that the pump battery could not be charged. The customer reverted to an alternate method of insulin therapy. Customer experienced a blood glucose (bg) displayed as "high" on the continuous glucose monitor. Cause was unknown. Bg was addressed via manual injection.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.